Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not secure the attachment device properly and the triggers were jammed. Therefore, the reported condition was confirmed. It was noted that the coupling and trigger components were worn. The assignable root cause was determined to be due to wear on components from repeated use and sterilization over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device had connection issues. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.